Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation the fse tested the system, and the customer reported event was reproduced. The fse tested the suspected endoscope and confirmed that it was defective due to the inability to rotate the endoscope base. No usm arm issue was confirmed. Fse confirmed that system passed all testing specifications. Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. During failure analysis, the returned endoscope was tested and found that the camera instrument adapter was faulty due to bearing friction. This is associated to component failure. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer installed the instruments into the universal surgical manipulator (usm) and observed that the instruments moved in the opposite direction both horizontally and vertically. The usm1 controlled by the left master controller manipulator (mtm) and usm3 by right mtm moved but the instruments installed were responding on the opposite direction from the movement that was made on the surgeon side console (ssc). The customer received phone assistance from the technical service engineer (tse). The customer performed the following troubleshooting steps - resetting the guide tool change, hard power cycle, and reinstalling the instrument but the reported complaint remained. The surgeon elected to convert the surgical procedure to laparoscopic surgery. The procedure conversion was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the customer confirmed that there was no patient injury or harm resulting from the instruments moving in opposite directions. The device was inspected prior to use, and it was reported that the base of the endoscope was difficult to rotate. The conversion did not result in increasing port size incision or adding additional ports, and the patient tolerated the change without any injury.